Event description:
The pt tested at hi and then 116mg/dl 2 mins later on the same device. No treatment details were provided. No qc info provided. Requested return of suspect device and replacement was sent.